Event description:
It was reported while wearing a pod between 36 and 48 hours the pod's pink slide did not move forward when the pod was activated; this indicates a needle mechanism failure occurred. The cannula was visible and upon removal of the pod, the cannula was found to be bent. The patient's blood glucose (bg) values rose to >250 mg/dl. Treatment for reported issue was not provided.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure and bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.4. Operating system: 18.6. Hardware: iphone17.2. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
The device was received deployed. The data shows the device completed both the first and second priming sequences and delivered 1363 pulses, including multiple boluses. No timeouts or drive stalls were seen in the download data. No damages or defects were found that would result in a needle mechanism failure. Inspection of the soft cannula found no bends or kinks.